Event description:
Edwards received information from its implant patient registry that a 23mm aortic valve was explanted at implant due to sizing issue and coronary occlusion. The explanted device was replaced with a 21mm aortic valve. The operative note indicated that patient had been removed from cardiopulmonary bypass before decision was made to reoperate. The patient was in stable condition.

Manufacturer narrative:
The device was not returned to edwards for analysis. Attempts made to retrieve device were unsuccessful. Without return of the device, we can not confirm the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.